Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3200 bisector did not have any energy going through it; therefore, would not cauterize. The staff replaced the cord but with the same results. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection showed no non-conformities were observed. Resistance measurements were within specifications. The device was tested to determine if the bisector was producing heat using a reference active return cord which was connected to a power source (valley lab-2 generator). A saline-soaked gauze pad was placed between the two bisector elements and with the application of power, steam could be seen coming from the bisector. The stimulated cautery test was conducted several times and the device functioned properly. The reported failure could not be confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.